Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the reported inaccuracy could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. Functional testing was performed and there was no failure detected. There was no data log available to confirm the reported event of inaccuracies. The reported event of inaccurate cgm values was not confirmed. The complaint confirmation was unable to be determined. A root cause could not be determined.